Event description:
The customer reported intermittent communication failed error messages. The fe states that the system locked up and required a re-boot to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.